Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, paroxysmal atrial fibrillation was noted. Upon further review, the physician suspected it wasn't atrial fibrillation but high capture thresholds exhibited by the right ventricular lead. On 11/30/2018, the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Additional information: ethnicity, race.